Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn marks on the dp board and dp board (printed circuit board) failure. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the reported malfunction occurred due to dp board (printed circuit board) failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center, high definition (hd) output had problem. The issue was found during reprocessing. There were no reports of patient involvement.